Event description:
An aneurx stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported approx. 18 years post index procedure that the patient presented emergently experiencing back pain. A CT scan revealed a type ia endoleak, caused by the migration of the aneurx stent graft, which had migrated 50mm from the renal artery. Intervention was performed the same day. The aneurx stent graft was initially reinforced with two endurant ii stent graft cuffs but the endoleak persisted. The physician then opted to reline the entire stent graft with a new endurant iis bifurcated stent graft system and extended the endurant ii limbs to the renal arteries successfully resolving the endoleak. Per the physician the cause of the type ia endoleak was anatomy related due to the patients dilated aortic neck. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: product ID: etcf3636c49e, serial/lot #: (B)(6), ubd: 19-jul-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.